Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified the need to replace the diacom box. The diacom box was replaced. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the housing for the "c" is cracking on the 6800 system. There was no report of pt injury.